Event description:
Customer reported having touchscreen issues while using adc freestyle libre 2 reader and the "display has to be pressed very firmly, reacts very poorly". Customer further reported experiencing symptoms of "slight twitches" and a seizure. Customer had contact with healthcare provider who performed a blood glucose test, however no treatment was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader and no issues were observed. Touchscreen test was performed and touchscreen responded properly. Visual inspection has been performed on the usb/charging cable and no issues were observed. Date and time was set using returned cable and known good reader. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported having touchscreen issues while using adc freestyle libre 2 reader and the "display has to be pressed very firmly, reacts very poorly". Customer further reported experiencing symptoms of "slight twitches" and a seizure. Customer had contact with healthcare provider who performed a blood glucose test, however no treatment was provided. There was no report of death or permanent injury associated with this event.